Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the other evaluation findings are as follows: the video connector case has a scratch; the video connector has a scratch; the forceps elevator knob has a scratch; the right/left knob has a scratch; the up/down knob has a scratch; the switch box has a scratch; the scope cover has a scratch; the light guide connector has a scratch; the universal cord has a scratch; the grip has a scratch; the control unit has a scratch; the image guide protector has a scratch; due to wear of angle wire, the play of up/down knob is out of the standard value; due to clogging of nozzle, water supply volume does not meet the standard value; due to clogging of nozzle, water removal ability does not meet the standard value; due to damage on bending tube, the bending angle in up direction exceeds the standard value; and, due to wear of angle wire, the bending angle in up direction does not meet the standard value. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair, and does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air, flushed with detergent solution, and was wiped/brushed with clean lint-free cloths, brushes, or sponges. The customer stated there were no abnormalities in the accessories used for reprocessing. There were no other concerns with reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the " foreign material in the nozzle" malfunction could not be identified nor the type of material. The event can be prevented by following the instructions for use which state: instructions for gif/cf-170 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf-170 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation form instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.